Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to oversensing. The sensing vector was reprogrammed from primary to secondary. The reprogramming did not resolve the issue and the patient received additional inappropriate shocks. Fluoroscopy imaging showed correct position for system. The patient was rescreened with a more lateral position but failed in all sensing vectors. The patient, who suffers from epilepsy, was recently hospitalized for epileptic attacks. The physician wonders if there could be a correlation between the epileptic attacks and the inappropriate shocks. The device has since been explanted and replaced with a transvenous system.